Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: " initial experience of pacing with a lumenless lead system in patients with congenital heart disease." Pace. 2009;32(11):1428-1433

Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead dislodgement, unacceptable thresholds, and perforation. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.